Manufacturer narrative:
Concomitant products: product ID 3778-75, product type lead; product ID 3708120, serial# (B)(4), product type extension; product ID 355531, product type screening device; product ID neu_siliconeanchor, product type accessory; product ID 355531, product type screening device; product ID 3778-75, product type lead. (B)(4).

Event description:
It was reported that while conducting spinal cord stimulation (scs) trial the adaptor came off the multi-lead cable during observation of clinical course in the ward. It was noted that the adaptor came off on (B)(6) 2013. It was noted that it was unknown how it came off. It was noted that the physician connected the adaptor again and measured the impedances. It was further noted that number 0 and 7 electrodes showed high impedances reading over 10,000 ohms. It was noted that the trial was removed on the day it was scheduled to be removed.